Event description:
The manufacturer received a report from a customer indicating that a trilogy ev300 ventilator failed the system setup test and required repair. The device also displayed a ¿ventilator service required¿ alarm associated with the oxygen proportional valve and the oxygen flow sensor. Review of the device log files did not identify any additional actionable error codes. No patient injury or other adverse events were reported in connection with this issue. A philips service engineer evaluated the device and recommended replacement of the oxygen blending module, oxygen blending module harness, system pcba, and fio2 sensor to resolve the malfunction. If any additional information is received, a follow-up report will be filed.